Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 189 mg/dl, 183 mg/dl, 227 mg/dl, 48 mg/dl, and 85 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.